Manufacturer narrative:
The reported complaint of cool line catheter leak was confirmed. A pinhole leak was observed at the proximal end of the proximal balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed. No physical damage was observed on the catheter. Observed blood residues on the balloons. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the proximal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 85460

Manufacturer narrative:
The zoll catheter was returned to zoll on 08/05/2019 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient treatment for fever control, the cool line catheter was placed in the jugular vein. After 5 hours of the treatment, the user observed an empty saline bag and the console generated an air trap alarm. The air trap alarm was cleared and a new saline bag was placed, however, the saline level decreased again. The customer was advised to change the start-up kit (suk), but the issue persisted with the new suk as well. The customer discontinued the use of ivtm therapy and an alternative method was used to complete patient treatment. No known impact or consequence to patient.